Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
A third party representative provided the following event details. The patient was brought into the catheterization laboratory and was placed on the catheterization table in a supine position. The patient was intubated via the anesthesia team for assisted ventilation and general anesthesia and monitored. The entire upper chest, upper neck, abdomen and both groin areas were prepared and draped in a sterile fashion. Then, 4f venous and arterial sheaths were placed percutaneously at the tight groin for safety and monitoring under general anesthesia. A 9 cm incision was made at the site of the left pectoral area over the chronic device pocket, which was open using electrosurgical dissection. There was a moderate amount of purulence along with a large amount of necrotic tissue that extended into the pectoral muscle. The cardiac resynchronization therapy defibrillator (crtd) device was then removed from the pocket. Swab samples were obtained. The pocket, capsular tissue and necrotic tissue were completely debrided and removed. Hemostasis was obtained using electrocautery. The pocket was then irrigated with triple antibiotic solution. The generator was disconnected from the leads. The left ventricular (lv) lead could not be removed with manual traction. The lv lead was transected and sized. Using an lld ez lead locking stylet, the lv lead still could not be removed with manual traction (it is noted that only one lobe became free.) With use of a pinch on torque tool, the right ventricular (rv) lead helix was able to be retracted, but the right atrial (ra) lead helix could not. Next, the rv lead was completely removed with use of an lld ez lead locking stylet. The glidelight did reach the distal portion of the lv lead at the point of the lobes. The lead was not able to dislodge from the tissue. Next, a 16 french byrd work station was used and a needle's eye snare were utilized via the right femoral vein. Using a snare, the lv lead was captured and then completely removed using the snare. Then, the chronic abandoned left ventricular epicardial lead model 5071 was transected and the majority of the lead was removed from the original device pocket. Shortly after removal of the left ventricular lead and removal of a portion of the epicardial lead, the heart rate dropped late the 40's. Blood pressure remained stable. Via the left femoral vein, a temporary pacing wire was advanced and inserted into the right ventricle. Electrical measurements were conducted to ensure adequate programming and pacing as needed. Via the left femoral vein, a 12 french sheath was placed and a bridge occlusion balloon was advanced into the superior vena cava (svc) and deployed since the echocardiogram only showed a small effusion. The patient went into ventricular tachycardia (vt) and ventricular fibrillation (vf). Three external shocks resulted in the rhythm converting to sinus tachycardia. The patient then remained hemodynamically stable. Echocardiogram then showed a growing pericardial effusion, for which an urgent pericardiocentesis was performed which drained about 100 cc of dark venous blood. The surgical team was called and dr. Cannon performed a sternotomy, which revealed a 3 mm tear of the coronary sinus. This was repaired with on-pump coronary surgery. The left pectoral pocket was irrigated and closed via secondary intention with a wound vacuum. Estimated blood loss <250 cc. All specimens (including lead portions) were sent to the laboratory for culture. The patient received two grams of ancefi.v. During the onset of the lead extraction procedure (after cultures were obtained) and was closed with vancomycin at the start of the cardiac surgery. The patient will remain intubated. The patient was taken to recovery in good condition and hemodynamically stable. As reported during follow up with the hospital, the patient has already been discharged and has no side effects related to the procedure.

Manufacturer narrative:
Investigation summary: the affected device was not returned and therefore a physical evaluation was not performed. No photo's or x-rays were provided. The instructions for use was reviewed and listed as a potential adverse event is 'laceration or tearing of vascular structures or the myocardium'. A review of the complaint history as well as a review of trends was conducted. The device history record was not reviewed since no lot number was provided. This complaint will be logged and tracked in the complaint handling process.

Event description:
There has been no additional information regarding this event.